Event description:
Device malfunction: difficult to remove. Time of malfunction: post-procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure after a diagnostic procedure. The device became stuck in the wound track after clip deployment. The physician looked at the device under fluoroscopy and the clip was deployed in the artery. The safety release button was activated but the wings would not retract. The physician disassembled the device but was unsuccessful in getting the wings to retract. The patient was put under general anesthesia and the device was forcefully removed from the wound tract. Manual compression was applied for hemostasis. There was no reported patient consequence. No additional information available.

Manufacturer narrative:
.